Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was interrogated after an unrelated treatment. Upon review of the interrogation, the font of the patient details and device details were unreadable. Tests were performed on the device and there were no change to data. The patient did not experience any adverse effects and the patient was discharged.